Event description:
We received an allegation of questionable inr results for one patient tested with the patient's coaguchek xs meter in comparison to an unknown laboratory method. On 17-jul-2024 a sample from the patient was tested using the meter resulting in a result of 5.5 inr. Within one hour a sample from the patient was tested at a hospital resulting in a value of 3.20 inr. The patient¿s therapeutic range was 2.5-3.2 inr.

Manufacturer narrative:
The meter serial number was (B)(6). On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling,"coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Section e3: occupation is non-health care professional.